Event description:
Additional information has been received and stated that the patient was not happy with vision distance or near, and the patient also experienced halos, double vision and prism vision. There was no patient harm.

Manufacturer narrative:
Additional information was provided in b.3., b.6., d.10., e.4., b.5., h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. Scratches are observed along the optic where it was cut. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece with a non qualified viscoelastic. The product investigation could not identify a root cause. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. The file indicates the company model, 17.5 diopter lens was replaced with a non company monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patients vision needs. Information was provided that the patient could not adapt to the lens technology. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens (iol) implant procedure, the patient not adapt to the lens technology. The lens was explanted and replaced with another lens in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).